Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Eval revealed physical damage to the force sensor plate. The force sensor resistance measurement was out of calibration. The pump was primed successfully and exercised with no alarms duplicated.

Event description:
Eval revealed that the force sensor plate was physically damaged. The force sensor resistance measurement was out of calibration.